Event description:
It was reported the patient lost coverage on the left side. X-rays revealed the lead migrated. The surgeon repositioned the lead and patient has effective stimulation in established pain pattern.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.